Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter lumen failed and the balloon filled with contrast. Deflation difficulty was also experienced and the balloon eventually collapsed into the delivery platform and everted upon removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the mechanical operation of the balloon catheter was occluded. The balloon was ruptured. Visual analysis of the balloon catheter indicated damage during use. The analyst noted the balloon catheter was returned without the inflation syringe and the stop cock for the inflation valve was in the 'on' position. There is contrast in the infusion port of the balloon catheter. The is contrast in the balloon valve of the balloon catheter. There is contrast in the balloon port of the balloon catheter. There is blood and contrast in the balloon of the balloon catheter. The balloon is ruptured at the proximal end of the balloon. If information is provided in the future, a supplemental report will be issued.